Manufacturer narrative:
Follow-up # 1 date of submission 10/13/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings:the keypad was fully intact; no damage was observed. The complaint that the up arrow keypad button was unresponsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage was found to any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.